Event description:
It was reported that the battery gauge was fluctuating. Additionally, the pump software did not accurately adjust the amount of insulin delivered. There was no reported impact to customer's blood glucose level. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.